Event description:
The instrument was used during an ovarian cyst removal. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.